Manufacturer narrative:
Continued h.6 health effect- clinical codes: e172001 abscess, e1707 healing impaired, e0505 hematoma, e172002 cellulitis, e0307 seroma although the authors did not indicate whether they attributed any of the complications to the adm, this medwatch is being reported out of an abundance of caution due to the reported. Multiple attempts are being made for additional information, including lot numbers, graft tissue disposition and relevant patient factors; however, to date no additional information has been received. The lot(s) associated with these events were not reported and remain unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the events and the strattice could not be determined. If additional information is made available, a supplemental report will be submitted. This report concludes our investigation at this time.

Event description:
Through the literature article, "outcomes of complex abdominal wall reconstruction with biological mesh in patients with 8 years of follow-up," the authors report a single-institution, retrospective cohort study of 109 consecutive abdominal wall reconstruction (awr) patients using biologic mesh for primary ventral hernias repair or following oncologic resection from 2005-2019. These patients underwent awr with either strattice® porcine acellular dermal matrix (adm) or surgimend® bovine adm. Patients underwent routine oncologic surveillance using CT scans. Hernia recurrence was the primary outcome, and surgical site occurrence was the secondary outcome. The authors report the following complications; however, they do not specify which occurred in the strattice group vs. The surgimend group: seroma: 4 (3.7%) cellulitis: 5 (4.6%) wound abscess: 8 (7.3%) wound skin dehiscence: 13 (11.9%) fat necrosis: 8 (7.3%) hernia recurrence: 19 (17.4%) enterocutaneous fistula: 1 (0.9%) mesh exposure: 1 (0.9) mesh removal 1 (0.9) the author's overall conclusion is that "complex awr with biological mesh provides long-term durable outcomes with acceptable [hernia recurrence] and [surgical site occurrences] rates despite high contamination levels, patients complexity, and large defect size."